Manufacturer narrative:
No device was returned for analysis of complaint pump alarmed no disposable. No previous repair was noted for the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable. The device was able to restart but 4 no disposable alarms occurred during the same infusion cycle. There was a patient involved/ no patient harm reported.